Event description:
It was reported that device entrapment occurred. The patient was presented with thrombosis of hero graft and underwent a successful declot procedure with retrograde access. Following a 300cm straight tip v-14 short taper guidewire, an opticross 18 vascular imaging catheter was advanced across the lesion to verify the result; however, during the procedure, the motordrive unit prompted an overload error and shut down. The physician attempted to reinitiate the procedure, but the same error occurred. Angiography confirmed that the opticross 18 vascular imaging catheter was entangled with the 300cm straight tip v-14 short taper guidewire distal to the sheath. When an attempt was made to pull the wire, the vascular imaging catheter could not pass into the sheath. Finally, the physician cut both the imaging catheter and the guidewire outside the sheath. The entangled devices were removed out of the patient body by pulling with force through the sheath. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned, and analysis completed. The customer provided one photo of the procedure with the v-14 control wire device. The photo provided shows the procedure that the costumer performed with de v-14 control wire device. Nevertheless, it is not possible to see clearly the device. Only it was observed the guidewire bent and deformed. Visual inspection revealed that the device was returned in two parts. It was observed that the guidewire was bent in the middle section and a mechanical cut in distal section of the device can be observed. The dimensions of the detached device are 58cm and 242cm. No more damages or issues were observed. Under the microscope it was observed that the guidewire was bent in the middle section and a mechanical cut in distal section of the device can be observed. No other issues were identified during the product analysis. Device eval by MFR: the device was not returned. However, the customer provided one photo of the procedure with the v-14 control wire. The photo provided shows the v-14 control wire bent and deformed.

Manufacturer narrative:
Device eval by MFR: the device was not returned. However, the customer provided one photo of the procedure with the v-14 control wire. The photo provided shows the v-14 control wire bent and deformed.

Event description:
It was reported that device entrapment occurred. The patient was presented with thrombosis of hero graft and underwent a successful declot procedure with retrograde access. Following a 300cm straight tip v-14 short taper guidewire, an opticross 18 vascular imaging catheter was advanced across the lesion to verify the result; however, during the procedure, the motordrive unit prompted an overload error and shut down. The physician attempted to reinitiate the procedure, but the same error occurred. Angiography confirmed that the opticross 18 vascular imaging catheter was entangled with the 300cm straight tip v-14 short taper guidewire distal to the sheath. When an attempt was made to pull the wire, the vascular imaging catheter could not pass into the sheath. Finally, the physician cut both the imaging catheter and the guidewire outside the sheath. The entangled devices were removed out of the patient body by pulling with force through the sheath. There were no patient complications nor injuries were reported.